Event description:
Customer reported that 37 erroneous sodium (na) and chloride (cl) results were generated by the unicel dxc 800 synchron system. The results were reported out of the laboratory. The operator recalibrated the system and ran quality controls. The samples were then retested and the results obtained were within expectation. Amended results were issued from the laboratory. It is not known if there were any changes to the pts' care or treatment related to this event. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
No examination or eval of the system was conducted. The manufacturers' customer representative discussed system cleaning procedure with the customer. Without an evaluation of the system a specific root cause of the event cannot be identified; accordingly, no conclusion can be drawn. This reportable event identified during a retrospective review os complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional events.